Event description:
A customer contacted beckman coulter inc. (Bec) regarding erratic gi monitor results generated by their unicel dxi 800 access immunoassay system for one patient. The results obtained were 40 u/ml, 20 u/ml and 12 u/ml; %cv (coefficient of variation) = 60%. Subsequent testing on different reagent pipettors of the same instrument produced stable results that were reported out of the laboratory. The customer has not had any other issues with any other patient or analyte to date. The erroneous results were not released out of the laboratory and hence there was no patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
System parameters such as assay qc and system check were within the instrument's and laboratory's established ranges. However a gi monitor calibration curve failed on the initial attempt. A second attempt passed within specifications. The customer performed precision testing across three of the instrument's reagent pipettors which indicated that reagent pipettor #2 was giving erratic results. A field service engineer (fse) was dispatched on-site (B)(4) 2012 and made necessary adjustments to the alignments to reagent pipettor #2 due to poor precision. Per fse, gi monitor is highly susceptible to issues around alignments. Fse then performed pipettor matching, precision testing and calibrations; all testing passed within instrument specifications. Although reagent pipettor #2's performance was questioned and adjustments were made that brought the pipettor back into specification, there is no indication that the questioned sample was analyzed on this pipettor.